Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the rexroth valve was stuck. Additional malfunctions include the poppet kit for the valve was not shifting, the sieve beds were saturated, the gear clamps for the tubing was leaking, and the tie wraps for the tubing was leaking.